Event description:
Pt implanted with two softform devices in 2000, site not specified. Onset of infection two months later. One device explanted fifty two days later. Pt plans to have second device explanted. No add'l info available.